Event description:
Device #2 issue: none. Time of issue: during vessel closure. Adverse event: stenosis (occlusion), surgical closure. It was reported that a physician in-training in the use of the prostar xl device, attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after successful arteriotomy closure with two prostar xl devices, when the suture was tightened, it caused arterial "stenosis" (occlusion) and caused the artery to "twist". It was decided to "open" and reclose the site surgically. It was reported, "the device works perfectly," and, "when you close surgically, the stenosis (occlusion) happens always." It was believed, "what was wrong was the puncture, it was antero-posterior (anterior-posterior) instead of lateral." There were no reported adverse pt sequela. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #1: part #12322-02, lot #87043-6h is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.